Event description:
The recipient is reportedly experiencing electrode extrusion along with poor performance and sound quality issues. Imaging performed confirmed device extrusion. The recipient is scheduled for revision surgery.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. It is noted that the recipient's device has migrated, not extruded. A CT scan visibly shows the electrode has partially migrated into the middle ear. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.